Event description:
It was reported that the patient presented in clinic due to dizziness. Device interrogation revealed failure to capture on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient was in stable condition.